Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case clip became loose. Subsequently, the pump case fell, causing multiple infusion sets to be pulled out. Reportedly, customer went to the emergency room (ER) due to blood glucose (bg) level of over 400 mg/dl, vomiting, and diabetic ketoacidosis. Customer was treated with unspecified fluids. Customer was released from ER 18 hours later with bg of 120 mg/dl and in stable condition. The customer loaded new supplies and resumed insulin delivery.